Event description:
The customer observed falsely elevated alinity I insulin results for a patient with 2 different sample draws. The following data was provided for sid (B)(6), a 66-year-old male, diabetic/hypoglycemia patient not using insulin analogs. 02aug2023; insulin results were 896 u/ml and clinical history results were on april 19th; 593 u/ml, may 24th; 1174 /ml, june 21st; 720 u/ml. Another sample was re-drowned and tested on tosoh aia and the insulin results were 200-300 u/ml. Alinity results with 1:1 dilution; > 300 u/ml, 1:2 dilution >600 u/ml. And manual 896.49 u/ml. The customer uses an insulin reference range of 5-10 u/ml. There was no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I insulin results was completed to include search for similar complaints, trending data review, device history record review, labeling review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review on list 4t75 did not show any nonconformances, potential non-conformances, or deviations. In-house accuracy testing was completed with representative lot number 48511lp06. Testing met validity and acceptance criteria which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue under review. Based on our investigation, no systemic issue or deficiency with the alinity I insulin reagent for lot 48511lp06 was identified.section g1- all manufacturers, contact information and phone numbers were updated.

Event description:
The customer observed falsely elevated alinity I insulin results for a patient with 2 different sample draws. The following data was provided for (B)(6), a 66-year-old male, diabetic/hypoglycemia patient not using insulin analogs. (B)(6) 2023; insulin results were 896 u/ml and clinical history results were on (B)(6) 2023; 593 u/ml, (B)(6) 2023; 1174 u/ml, (B)(6) 2023; 720 u/ml another sample was re-drowned and tested on tosoh aia and the insulin results were 200-300 u/ml. Alinity results with 1:1 dilution; > 300 u/ml, 1:2 dilution >600 u/ml. And manual 896.49 u/ml. The customer uses an insulin reference range of 5-10u/ml. There was no impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.